Event description:
7122q lead (along with active system of mdt components) explanted on (B)(6) 2021 due to bacteremia infection. 7122q implanted on (B)(6) 2021. Lead was explanted completely and discarded by customer. Concomitants; dtma1d4 mdt crt-d, 407652 mdt atrial lead 5071-53 mdt left ventricular lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).